Event description:
It was reported that the lead exhibited loss of capture, decreased impedance and loss of sensing. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the lead was returned in two pieces. The insulation was abraded from 6.3 cm to 8.0 cm from the distal tip and exposed the proximal coil. Abrasions are indicative of exposure to constant friction with another implantable device.